Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six states, "inadequate range of motion due to improper selection or positioning of components". This report submitted april 28, 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, the tibial bearing was removed and replaced due to stiffness and fixed flexion on (B)(6) 2011.